Manufacturer narrative:
(B) (4).the actual sample was not available for evaluation. The patient discarded the sample.

Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (air in line) alarm that appeared on the homechoice (hc). The home patient (hp) disconnected from the hc before the system error. The hp reconnect to the device after the system error occurred. The technical service representative (tsr) assisted the hp to clear the error and informed him of the errors meaning. The tsr instructed the hp to call the peritoneal dialysis nurse in the morning and inform the nurse of what happened. The hp stopped therapy until he talked with the nurse. The hc was operational. Global field surveillance (gfs) placed a follow up call in (B) (6) 2010, to the hp's nurse who stated that the home hp had peritonitis. The nurse was not sure of the actual start date of the peritonitis as the home patient had been in pain for a while before going to the hospital. The home patient was admitted to the hospital in (B) (6) 2010 and is currently still there. The patient's leucocytes were 4.10, neutrophils were 95.0, lymphocytes were 5.0 and the red blood cells were 11.1. The gram stain results were moderate white blood cells and the peritoneal dialysis (pd) effluent culture came back as kleb enterobacter. The hp is being treated with an unknown antibiotic and is also being treated for pain management. The peritonitis is ongoing but improved. The nurse feels that the peritonitis was caused by touch contamination.

Manufacturer narrative:
(B)(4). Product problem was also check for the report of system error 2240. This MDR is being submitted as part of baxter renal's retrospective review & remediation project. This report is being filed to fulfill baxter's commitment to perform a two year retrospective review of renal complaints in response to FDA-warning (B)(4).

Manufacturer narrative:
(B) (4). The home patient service representative (hpsr) department was contacted to attempt to obtain a possible lot number for the homechoice cassette that may have been involved in this incident. Hpsr indicated that the patient received a shipment of homechoice cassettes on november 23rd, 2009 (lot number h09j22021) therefore, a manufacturing batch record review was performed on this lot number for possible involvement. The review identified no issues during the manufacturing process or deviations from standard procedure.

Event description:
It was reported that a revision surgery occurred due to a possible allergic reaction and pain.